Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their bladder stated bothering her. The change on symptom /therapy was noted as sudden. The patient was indicated for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.